Manufacturer narrative:
Unit passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected pump error/defect noted during testing. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that customer were experiencing low blood glucose. Blood glucose level was 40 mg/dl. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer treated with manual food. Customer was neither in emergency room nor admitted into hospital. Based on customer report customer did allege insulin pump was over delivering. Customer stated auto mode feature was active at the time of incident. The insulin pump will be returned for analysis.